Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6. One uni-directional, curve d, tacticath sensor enabled contact force ablation catheter was received for evaluation. The catheter had been bent just distal to electrode ring 3 and the shaft material had been fractured at this location, consistent with the reported event. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. A CAPA exists related to the fracture in the shaft material. The root cause of this device deficiency was determined to be damage to the catheter tip during removal of the catheter from its packaging due to the design of the tip protector.

Manufacturer narrative:
UDI information (d4) and 510k (g3) are not provided within this report as this product (model xxxxxxx) is an ous configuration not available in the us and is therefore not referenced in the gudid database.

Event description:
During a supraventricular tachycardia (svt) procedure, a crack was noted at the tip of the catheter. During the svt procedure, the catheter was inserted through an introducer. During treatment, the catheter was removed for shaping and a crack was noted at the tip of the catheter. The catheter was replaced and the procedure was completed with no consequences to the patient.